Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was documented and investigated under (B)(4). A review of the device's service log revealed that a low no alarm occurred in conjunction with zero flow measured by the connected injector module (im). Inspection of the returned device identified that pin 6 of the dsir head's im cable receptacle was damaged. The root cause for the low no alarm was likely due to the damaged im cable receptacle pin. As a result, the distributor replaced the device's im cable receptacle. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time.

Event description:
An internal employee performed a service order review for inomax dsir plus (B)(4). Pin 6 of the device's injector module (im) receptacle cable was observed to be damaged. In addition, a service log review identified a low no alarm with zero im flow. Together, these findings meet the criteria of a reportable malfunction. This reportable malfunction was identified during a routine review of the service investigation and service log for a device located in germany. There was no complaint of physical damage to the im receptacle cable or report of patient harm associated with this event.